Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump was exposed to the moisture. The customer's blood glucose level was unknown. The customer was assisted with the troubleshooting. The customer also reported that the condensation was on the screen and the screen of the insulin pump was blank. The insulin pump will not be returned for the analysis.

Manufacturer narrative:
Insulin pump passed displacement test, self test, unexpected restart error test, off no power test and all operating currents tested within the specification range. The device was monitored and tested with no blank display and unexpected restart error alarm noted. Insulin pump received with moisture damage on lcd board noted.